Event description:
The customer reported that during a hernia surgery; the jaws of the device could not be reopened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.